Event description:
Event description guidant received information that this ventricular endotak lead exhibited low pacing and shocking impedance values and no capture at max output. Additionally, this lead exhibited oversensing during normal sinus rhythm.